Event description:
It was reported that the patient was experiencing pain at the battery site. The ipg had shifted and was palpable, visible in the skin and tender. It was noted that the issue appears to be not device related. The patient had a trigger point injection that helped for a few days, however, the pain returned to moderate.

Event description:
It was reported that the patient was experiencing pain at the battery site. The ipg had shifted and was palpable, visible in the skin and tender. It was noted that the issue appears to be not device related. The patient had a trigger point injection that helped for a few days, however, the pain returned to moderate. Additional information was received that the pain was a result of a bone fracture and the patient was referred to a neurosurgeon for a surgical intervention.